Manufacturer narrative:
The hvad is used for treatment not diagnosis. The site reported the patient experiencing a display error with the controller and ac adapter as the adapter indicator light would stay lit even though the adapter was not connected. There was no reported patient injury related to this event. The controller and adapter were taken out of use and new equipment was issued to the patient. The reported controller and adapter were returned to the manufacturer and evaluated. Upon evaluation the controller passed visual inspection as well as functional testing, however it was noticed that the ps1 gas gage leds would go blank, and the ac led would light-up (even though there was no adapter connected). Troubleshooting isolated the led failure to the controller board (B)(4) where the root cause of the led fault could not be determined, but was likely related to impedance bridging on the controller board. The returned controller ac adapter passed all tests and was found to be in good working order. The root cause for the reported event may be attributed to an electrical failure between the controller backlight and the power source sensing circuits. Heartware design controls are in place to mitigate the severity and occurrence of these type of events. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation the instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from the united states that the ac power indicator light on the controller stayed lit even when the ac adapter was not connected. This was verified by the perfusionist. A controller exchange was performed. The controller and controller ac adapter were removed from service and the patient was issued replacement devices. The controller and controller ac adapter were returned to the manufacturer for analysis. There was no reported patient injury as a result of this event.